Manufacturer narrative:
(B)(4). The mr340 reusable humidification chamber is a reusable humidification chamber for use with fisher & paykel heater bases. The chamber is used to provide humidification for intubated or non-intubated patients. Its low compressible volume makes the mr340 ideal for infant or neonatal applications. Method: the complaint mr340 reusable humidification chambers were not returned to fisher & paykel for inspection. Our analysis is accordingly based on the photographs provided by the distributor and our knowledge of the product. Results: one of the photographs provided showed that the water feedset port of one of the mr340 chambers was cracked. A lot check revealed no other complaints of this nature for lot number 150216. Conclusion: we were unable to determine the cause of the reported damage. All humidification chambers are visually inspected for dents, cracks and other cosmetic defects before leaving the production line, and those that fail are rejected. The subject mr340 reusable humidification chambers would have met the required specification at the time of production. This suggests that the affected reusable chambers were damaged prior to distribution. The user instructions that accompany the mr340 reusable humidification chamber state the following: "the following solutions should be avoided as they may cause the chamber to crack: ketones, formaldehyde, chlorinated hydrocarbons, hypochlorite, inorganic acids, aromatic hydrocarbons, phenol (>5%)."; "to prevent cracking, ensure that the water inlet port plug, and any other reusable components, are disconnected from the chamber before cleaning."

Event description:
A distributor in (B)(6) reported that a crack was found on two mr340 reusable humidification chambers. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Our investigation is currently in progress and we will provide a follow up report upon completion of our investigation.

Event description:
A distributor in (B)(4) reported that a crack was found on two mr340 reusable humidification chambers. This was found prior to patient use.